Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The patient was on the phone with the certified diabetes educator (cde) and experienced a low. The patient was not responding to questions and the cde contacted emergency medical services (ems). It was indicated that the patient passed out. Ems arrived at the patient's home around 12:00 noon. The patient's blood glucose (bg) reading was 23mg/dl. The paramedics gave the patient an insulin injection and her bg reading increased to 174mg/dl. The patient refused to be taken to hospital and after 15 minutes, the paramedics left. At the time of the event, the patient had finished her sensor session and was in the process of starting a new one. Prior to the removal of the old sensor, the patient's continuous glucose monitor (cgm) read 62mg/dl and her fingerstick read 74mg/dl. There was no alleged device malfunction. At the time of contact, the patient was doing fine. No additional event or patient information is available. No product or data was returned for evaluation. The reported low event could not be confirmed. A root cause could not be determined.